Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking out of the cartridge tubing. Blood glucose (bg) level was 666 mg/dl with small ketones. The customer went to the emergency room and bg was treated with intravenous insulin. Reportedly, the customer loaded a new cartridge successfully. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.